Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set cannula was not seated properly events on 31-may-2024. These events occurred after 3 or more hours of insertion. The infusion sets has been used for 6-8 hours. The insertion site was at the abdomen. The blood glucose level was high at the time of the events; therefore, the patient was treated with correction boluse via multiple daily injections (mdi). The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.